Event description:
It was reported that the ventilator failed internal leakage test, flow transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed internal leakage test, flow transducer test and safety valve test during pre-use check. The investigation found defective gas modules and need to be replaced. No device logs were received and the defective parts were not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).